Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that high blood glucose. The customer¿s blood glucose level was 451 mg/dl at the time of incident. The customer treated high blood glucose with manual injection/insulin pen. No further patient complications were reported. Troubleshooting was not performed and insulin pump will not be returned for analysis.